Event description:
A 7mm diameter x 150 mm length complete se iliac stent delivery system was selected for insertion into a patient for the treatment of a 60 to 90% stenosed, severely diseased lesion of the left superficial femoral artery. The lesion was pre-dilated. It was reported that when the stent was deployed, a dissection was noted proximal to the stent. The physician elected to treat the dissection with a second complete se stent. It was reported that the patient recovered. The investigator has indicated that there is a possible relation to the study stent and indicated that there was a definite relation between the event and the procedure.

Manufacturer narrative:
Evaluation: results: dissection, severe disease of the left sfa with 60 to 90% stenosis. Evaluation: conclusions: severe disease of the left sfa with 60 to 90% stenosis. Intervention required.